Manufacturer narrative:
Summary: event-action. Pt leaned on rail and the rail dropped - could not duplicate. See scanned pages.

Event description:
Co has conducted a retrospective review of internal complaints associated with false latching of the siderail on the versacare bed. The review included complaints from 2004 through 2007. To ensure compliance to 21 c.f.r. 803, co believes reporting may be required. This medwatch is intended to represent and fulfill the reporting requirement for events. There are no injuries associated with these events. These complaints are submitted outside the 30-day deadline and represent complaints that occurred over a 2.5 year period.